Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the pt returned back to the operating room (post-op) with possible bleeding on the staple line. Further details have been requested.

Manufacturer narrative:
(B)(4)